Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted ipg and lead were not returned. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date the manufacturer became aware of the event. Block d6b: explant date: years prior to (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19866457.